Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Report states that a cadd solis pump was set up for pca. User facility reported that the device was not delivering medication. No pump alarms or alerts reported. No adverse effects to pt reported.